Manufacturer narrative:
Corrected section: h10 product event summary: the controller and six batteries were not returned for evaluation. The reported "black residue and dull pins" event could not be confirmed, as there was no evidence provided and the device was not available for evaluation. Log file analysis revealed controller power event logged on (B)(6) 2018 at 18:16:22. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 93% relative state of charge (rsoc) and (B)(4) was connected to power port two. Momentary disconnections involving (B)(4) were recorded leading up to a loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port and (B)(4) was connected to power port two. The controller was without power for 13 seconds. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed premature power switching events due to momentary disconnections involving batteries (B)(4). Additionally, premature power switching events due to a communication errors were recorded involving a battery. Momentary disconnections without leading to power switching event were recorded involving (B)(4). Momentary disconnections will lead to an audible tone or beeps. A power source lubrication procedure was performed on all associated power sources on (B)(6) 2018. A second power source lubrication procedure was performed on all associated power sources on (B)(6) 2018. As a result, the reported loss of power, power switching, and beeps was confirmed. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections and/or communication error due to fretting corrosion of the controller power port pins. The reported beeps can be attributed to momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving pins contamination can be attributed, but not limited to, environmental factors and/or handling of the device. Additional products: battery (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4) d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2018-07-31 UDI #: (B)(4) d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2017-07-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63276 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery (B)(4)/ model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4), device not available for evaluation, mfg date: 2017-04-30, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery (B)(4) / model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4), device not available for evaluation, mfg date: 2017-04-30, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery (B)(4)/ model #: 1650 / expiration date: 2018-07-31 UDI #: (B)(4), device not available for evaluation, mfg date: 2017-07-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery (B)(4)/ model #: 1650 / expiration date: 2018-07-31 UDI #: (B)(4), device not available for evaluation, mfg date: 2017-07-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery (B)(4)/ model #: 1650 / expiration date: 2018-07-31 UDI #: (B)(4), device not available for evaluation, mfg date: 2017-07-31, device not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced single "beeps" when batteries were connected to the controller, in addition to power switching. No beeps were detected when the ac adapter was in use. It was further noted that the patient experienced unexpected power loss to the controller and the ventricular assist device (vad) was off for 14 seconds. The batteries were serviced and remain in use. During servicing it was noted that the batteries had black residue and that the pins appeared dull and black upon inspection. No patient complications have been reported as a result of this event.